Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided charging supplies began burning or melting. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customers blood glucose level. The customer reverted to manual insulin therapy.